Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Customer provided information on the reprocessing of the device: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material and when it adhered in the device was not known. It is not known if the device with the presence of foreign material was used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. It is not known if the air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there was foreign material clogging the nozzle. This is attributed to insufficient cleaning. Other observations for the device: switch box has a crack; due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; adhesive on distal end rubber coating (a-rubber) has a crack, chip, and white-clouded area; light guide bundle is slipping down; bending tube has dent; adhesive around objective lens and light guide lens has white-clouded area; distal end cover (c-cover)has a dent; connection tube has a cut and a wrinkle; and switch (sw) sw1 and protector of universal cord have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a crack in the operation part. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of the presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum feb 2, 2023: the device was dropped, which led to the crack in the operation part issue for which the device was returned. The event did not occur during any procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the fibrous foreign matter inside the nozzle could not be determined, however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. Olympus will continue to monitor field performance for this device.